Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 80 mg/dl, compared with the sensor glucose reading of 50 to 60 mg/dl. The threshold suspend limit was set to 65 mg/dl. The customer stated that the sensor would get stuck on the low sensor glucose reading and would not go up. She declined troubleshooting for the issue as this was a past event. Nothing further reported.